Event description:
It was reported that ultrasafe x100l png clear nvs stein separated on 2 occasions before use. The following information was provided by the initial reporter: "when I went to pull the needle out both of them, the spring fell; it fell apart.¿ ¿when I went to pull it out the spring part was completely apart from the needle part.¿ sample received: the complaint sample, two cosentyx 150 mg/ ml syringes of fdf batch svt40 was received at the investigation site at aseptics dp schaftenau on 14.09.2020. The sample arrived within original folding box plus blister and the IFU was included. The sample inspection showed: the blister was opened by the complainant as intended. Both syringes are full, unused, the needle caps are covering the needle and the plunger are at the original normal position. For both syringes the nsds are de-attached from the syringes and the nsds are activated. The defect of loose nsd is confirmed for both syringes, both during complaint sample inspection the nsds could be rebuilt and re-assembled together with the syringes.

Manufacturer narrative:
H.6. Investigation: photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact, not broken. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. H3 other text : see h.10.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein separated on 2 occasions before use. The following information was provided by the initial reporter: "when I went to pull the needle out both of them, the spring fell; it fell apart.¿ ¿when I went to pull it out the spring part was completely apart from the needle part.¿ sample received: the complaint sample, two cosentyx 150 mg/ ml syringes of fdf batch svt40 was received at the investigation site at aseptics dp schaftenau on 14.09.2020. The sample arrived within original folding box plus blister and the IFU was included. The sample inspection showed: the blister was opened by the complainant as intended. Both syringes are full, unused, the needle caps are covering the needle and the plunger are at the original normal position. For both syringes the nsds are de-attached from the syringes and the nsds are activated. The defect of loose nsd is confirmed for both syringes, both during complaint sample inspection the nsds could be rebuilt and re-assembled together with the syringes.